Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to the lens dislocating from the patient's compromised capsular bag. Reportedly, there was no patient injury and no delay in surgery. Also, the patient's pre-operative best corrected visual acuity (bcva) was 20/100 and the post-operative visual acuity was 20/30. No additional information was provided.

Manufacturer narrative:
Section in the initial report only adverse event was indicated however both adverse event and product problem should have been chosen. This field has been corrected in this follow up report. Device available for evaluation? Yes. Returned to manufacturer on: 01/30/2018. Device returned to manufacturer? Yes. The sample was returned to the manufacturer. Visual inspection was performed. Lens was cut in pieces, most probably to make explant possible. Considering the condition of returned sample, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.